Manufacturer narrative:
Approximate age of device ¿ 14 days. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient presented with left shoulder and chest pain. The patient went into ventricular tachycardia, then ventricular fibrillation (vfib) and vad flows dropped from 3.0 lpm to 1.5 lpm. The patient was transferred from the step-down unit to the ICU. During the arrhythmias, the patient's automated implantable cardioverter defibrillator (aicd) shocked the patient 19 times. The patient's rhythm would go back and forth from sinus rhythm to vfib and then it became intractable vfib. The patient was re-intubated and placed on va ECMO. ECMO was placed femoral. Pre-ECMO the vad flows were 1.2 lpm but post-ECMO the flows increased briefly before falling to 0.0 lpm. A hematoma formed in the abdomen and the patient's hemoglobin level dropped to 5.4 g/dl. The patient was given 4 units of packed red blood cells (prbcs) and the hemoglobin levels increased to 8.4 g/dl. An arterial blood gas test showed ph of 7.08. A decision was made to withdraw care and the patient expired. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use lists bleeding, right heart failure, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had complete right ventricular (rv) failure after going into vfib. The rv never recovered.